Event description:
The customer reported that her insulin pump went blank and she inserted five separate batteries before it began to work again. The customer stated the contacts on the battery cap were damaged. She was advised to revert to a back-up plan until receipt of a replacement battery cap. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.